Event description:
The customer reported that the cine function was not working. A loss of cine, subtraction, road-mapping, or other critical vascular functions could result in delay or termination/rescheduling of an interventional procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cine bridge pcb, cine disk backplane and ribbon cable were evaluated and replaced. The cine drive was reformatted. The system was tested and found to be working as intended and returned to service.